Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. However similar model is sold in the united states ec34-i10l-us with 510k- k131855. (B)(4) if additional information becomes available, a supplemental report will be filed with the new information. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video colonoscope ec34-i10l. In the event reported, it was stated that there is potential endoscope contamination - left in ICU dirty longer then time allowed. There was no adverse event reported with this complaint the device was retuned to pentax medical service center for further evaluation on service order (B)(4) where it was reprocessed and inspected. The inspection findings are as follows: suction tube resistance passed wet leak test staycoil holder bracket loose passed dry leak test bending rubber cut the device was cultured and repaired and returned to the user on delivery (B)(4). Parts replaced material,labor&shippingforthesamplingpro culturing preparation fee suction channel lg bending rubber